Event description:
It was reported that during device changeout for normal eri, the pace/sense portion of the rv was unable to be removed due to a stripped setscrew. The pocket was closed and the patient was transferred to another hospital where the device was explanted with some difficulty.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation description: the reported inability to loosen the set screw could not be confirmed in the laboratory. Upon receipt, the device header was damaged. Due to the damaged header bench tests were unable to be performed. The cause of the set screw anomaly could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.